Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v881400, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information from the healthcare provider stated the date of onset or diagnosis of the infection was (B)(6) 2012 when a urine culture was done. It was noted the urine culture showed greater than 100,000 e. Coli resistant and the patient was treated with bactrim. It was stated the patient was given oral antibiotics.

Event description:
It was reported the patient was last seen by the healthcare provider on (B)(6) 2012. The patient had a urinary tract infection and the bacterium was e coli. It was stated the patient was given bactrim and their dysuria improved. Nocturia every one hour continued and it was noted that frequency could be every 15 minutes. No further information was reported.